Manufacturer narrative:
Corrected data: section h11 additional mfg narrative of initial MDR indicates: a stryker service representative performed an evaluation of the customer¿s device and was able to verify and duplicate the reported issue. The user interface and the battery pins were replaced to solve the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Section h11 additional mfg narrative of initial MDR should indicate: a stryker service representative performed an evaluation of the customer¿s device and was able to verify and duplicate the reported issue. The user interface and the battery pins were replaced to solve the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Additional mfg narrative: it was observed that the device would not power on with new user interface and battery pins. The technician replaced the a03 power pcb. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker further evaluated the replaced part at the product assessment center (pac) and the cause of the reported issue was determined to be component fl33 on the a03 power pcb.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify and duplicate the reported issue. The user interface and the battery pins were replaced to solve the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy, if needed.there was no patient use associated with the reported event.